Manufacturer narrative:
H4: the lot was manufactured from july 17, 2020 - july 20, 2020. H10: the sample evaluation was completed. The sample was received containing 90ml of residual fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused "more than 10%" during patient infusion. The device had been filled with 12000mg flucloxacillin in 230ml 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.